Event description:
The customer reported that the 840 ventilator had a blank display. The covidien customer support engineer upgraded the display from 9.4 to 10.4 graphical user interface (gui) cpu. The ventilator passed all testing.